Manufacturer narrative:
(B)(4). Date sent: 04/22/2021. D4: batch # u5e96z. H6: component code= mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose, which leads to the device not been able to fire, in addition, the articulation bar was noted to be damaged. It should be noted that product failure is multifactorial. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Also, it is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what part broke (closing trigger, firing trigger, handle, jaws, etc.)? No further information is available. Did any piece break off of the device? Yes. If yes, did it fall into the patient? No. It did not fall into the patient. If yes, how was it retrieved? No further information is available. Did this alter the procedure in any way? No. Were there any issues with the jaws of the stapler (visibly damaged)? No further information is available. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No further information is available. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No further information is available. Were any unusual or unexpected noises heard during time of use? No.

Event description:
It was reported that during a laparoscopic total gastrectomy, the device was broken off when the firing trigger was pulled at the 3rd firing. The device was used on the esophagus. The cartridge color was blue. Another device was used to complete the case. The device was broken off when the jaws were closed before the firing. The broken pieces will be returning too. The broken pieces did not fall into the patient. There were no adverse consequences to the patient.